Manufacturer narrative:
(B)(4). B3 date of event ¿ correction: remove 7/1/2025 as it should be 7/3/2025. D4: correction - d4 catalog no should be stp-gt-002, not stp-gt-004. D4: correction - primary UDI number should be (B)(4), not (B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).